Event description:
It was reported that the stop and power buttons stop working once feeding has started.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No device problem found. The cause of the reported problem could not be determined.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Replaced keypad as preventive measure. Device software upgraded. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., correction: model number: 3500.